Event description:
It was reported that there was a big drop in battery voltage over the last six months. It was noted that there were no changes in pacing parameters or therapies delivered. It was further reported that the device was at elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a big drop in battery voltage over the last six months. It was noted that there were no changes in pacing parameters or therapies delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data file _157000 shows min bat=2.97 to 2.83 volts between (B)(4)-2011 and (B)(4)-2011, which is before device recommended replacement time (rrt) of <= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data (B)(4) shows min bat=2.97 to 2.83 volts between (B)(6) 2011, which is before device recommended replacement time (rrt) of <= 2.62 volt. Analysis revealed normal battery depletion and the device meets 80% of expected longevity.